Manufacturer narrative:
Section b5, d1, d2a, d4, g4, h4 and h8 have been corrected.

Event description:
The customer contacted stryker to report that the defibrillation electrodes did not adhere properly to the patient and that the adhesive was weak. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation electrodes did adhere properly to the patient and that the adhesive was weak. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.